Manufacturer narrative:
(B)(4). This charger model was associated with a field correction. The CAPA investigation associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06360. It was reported the patient complained of heating at the battery site with the original ipg charger. A new replacement charger was sent to the patient to address the issue. On 08/01/2012 st. Jude medical, (B)(4), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.